Event description:
During start of extracorporeal photopheresis (ecp), we had four system pressure alarms. Because this problem may be associated with this kit's lot number, z318 we ended the treatment. The blood products were returned to the patient. We reprimed a new kit from a different lot number and restarted photopheresis successfully. The kit in question was sequestered and sent to biomed. There were no alarms during the priming of the kit. There was no air noted in the patient collect line. There were a few small bubbles noted in the lines to the return bag. There were no abnormal air bubbles in the filter. The connections were secure. The patient remained stable and tolerated the procedure well. We are awaiting a response from the MFR.